Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert on an unknown date. It was noted that the right ventricular lead was dislodged. The lead was explanted and replaced on (B)(6) 2018 without any complications. The patient was in stable condition post procedure.